Event description:
As reported by the user facility: brief inquiry description. Leaking at bb stopcock frequently. Detailed inquiry description: they have a practice of adding stopcock to extension sets, placing caresite micro to top of stopcock for lab draws and then tubing to meds /fluids. The practice is specific to these 5th floor units (bmt/hem onc). Picture of set up attached. With this setup, they are experiencing leaking at stopcock (bb). On ports they connect stopcock onto power loc port (w/o needless connector) also picture of setup attached.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). This report is being submitted to correct the affected catalog number and its corresponding information. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.